Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015 and the patient was reimplanted with another device during the same procedure. This report is filed march 27th, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.